Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak. The photos indicated that there was a leak on the instrument's pump deck and that the leak was concentrated within the recessed area of the system pressure dome. However the location of the leak within the system pressure dome could not be determined based on the information provided. The root cause for the leak could also not be determined based on the available information. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. During the manufacturing process, all pressure dome assemblies are leak tested before the kits are released. They are leak tested twice during the sub assembly of the pressure domes and again as part of the final kit leak and occlusion test. Only those pressure dome assemblies that pass all three leak tests are released. No further action required. This investigation is now completed. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e150 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e150 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit photos is still in progress. A supplemental report will be filed when the analysis of the kit photos is complete. (B)(4).

Event description:
The customer reported a pressure dome membrane leak from the system pressure dome at approximately 260ml of whole blood processed. The customer stated that they believed that the leak occurred during the return phase of the treatment. The customer reported that there was no alarm prior to the event and they just discovered the leak on the pump deck. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and did not require a transfusion. The customer stated that a new treatment will be started for this patient. Photos were submitted for investigation. Upon receipt of the photos, it was determined that the leak occurred during the collect and not the return phase of the treatment, as there was no blood present in the return line in the photos.